Event description:
Reportedly on (B)(6) 2023, an emergency was recorded due to an active bleeding originating from the right limb of an aorto-bifemoral bypass (allograft was implanted to treat an infection of a prosthetic aorto-bifemoral bypass), this patient received a gore® viabahn® endoprosthesis with propaten bioactive surface. On (B)(6) 2023 five days after implantation, the endoprosthesis was explanted in order to be changed by biological material due to the underlying sepsis.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3 other code: the medical device returned to a third party for investigation. The analysis report will be shared with gore and will be evaluated appropriately. H6 b14: a review of the manufacturing and sterilization records is in process, the result will be attached to the supplemental report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Upon further review of this complaint, the gore® viabahn® endoprosthesis with propaten bioactive surface did not contribute to the underlying sepsis and it was confirmed that the sepsis was not secondary to a graft infection. This event no longer meets the criteria of a reportable incident and will be processed as such (non-reportable).